Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. The field service engineer (fse) - the oxygen % display on the hardware screen has 3 dashes instead of oxygen %. Philips technical support advised customer to perform extended self-test to calibrate the cell. Customer has tried a new cable and checked the connection between 3.5mm jack and sensor pcb and it is good. Tech support advised customer to try the vent in normal ventilation and see what happens. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported starting the preventative maintenance testing on a unit and installed a new oxygen cell and performed an extended self-test which the unit passed. However the oxygen % display on the hardware screen has 3 dashes instead of oxygen %. There was no patient involvement.